Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Analysis indicated that the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was high impedance on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.